Manufacturer narrative:
H3: device evaluation - lens was returnh3: device evaluation - lens was returned in microcentrifuge vial with moisture with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4)

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -5.0/1.5/029 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a spherical lens due to lens rotation not associated to low vault. The problem was not resolved. Reportedly, "blurred vision due to residual astigmatism. Subjective refraction at final visit. +0-1.00x130." Cause of the event was the device. The reported stated, "spontaneous rotation in first week after initial surgery."